Event description:
Customer received email notification via (B)(6), customer's drive support disk is not recessed. Customer's blood glucose at time of call was 186 mg/dl. Customer stated that the drive support disk is protruding. Advised customer that the insulin pump requires replacement and to discontinue use. Advised to revert to back up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk.